Event description:
Add'l info received on 12/05/2014 from (B)(6) for report number mw5039002. Caller stated that upon sending her medical records to the MFR the senior medical advisor informed her that the device was not defective. The advisor stated the event was caused by operator error. The device was implanted in the wrong location.

Event description:
A starclose device placed in right femoral artery after heart catheterization. Within two hours of surgery there was little to no blood flow to right leg. Emergency vascular surgery was done on right groin. There was punctured site 2-3 mm distal to the ostium of the right superficial artery and acute occlusion in that area. Also the vessel was collapsed and somewhat twisted from starclose device. The starclose device and the occluded segment which was 3mm in length. An interposition graft was placed.

Event description:
Additional information received on (B)(6) 2015 from reporter. This is an update on case mw5039002. Contacted abbott lab after filing with (B)(4) on (B)(6) 2014 was asked to submit medical records and all lab reports. Per (B)(6) m.d. Medical advisor, product performance at abbott lab on (B)(6) 2014 was told based on my review of the operative notes and medical record information provided, there is no evidence of a device deficiency or malfunction in causing or contributing to the post procedure acute ischemia of the right lower extremity that necessitated surgical intervention. There is evidence of use error in that the device was implanted at the takeoff of the sfa from the distal common femoral artery and there was disruption of plaque leading to obstruction of the sfa due to the location of implantation of the starclose.